Manufacturer narrative:
Additional info has been has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that, "rep advised it missed the hole in the nail."